Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a solent omni catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-11905. It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni and an angiojet® solent¿ proxi were selected for a thrombectomy procedure in the superficial femoral artery . The first angiojet solent omni catheter was prepped successfully outside of the patient. It was introduced into the patient and was run for 45 seconds in thrombectomy mode. At the 45 second mark it stopped working and an error code of ¿check saline supply¿ was observed on the console. The staff troubleshot the console and catheter and reset it. When the physician stepped on the pedal, it would display the same error code each time. The catheter was replaced with the angiojet solent proxi. The second catheter was primed effectively; however after approximately 45 second in thrombectomy mode, inside the patient, the ¿check saline supply¿ error code was displayed again. The physician at this time felt that enough of the thrombus was cleaned up so it was decided to move on to the next part of the case. The case was completed successfully. There were no patient complications and the patient's condition was fine.